Manufacturer narrative:
A manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. Based on the investigation of the returned catheter sample a sheath fracture could be confirmed. The outer sheath of the delivery system was found elongated and fractured which indicated that a high release force had been exerted during the attempt of stent graft deployment. However, the stent graft was not part of the sample return, so that a failure to deploy could not be confirmed. The disposition of the stent graft was unknown. The investigation will be closed as confirmed for sheath fracture. Potential factors which may have caused or contributed to the reported issue have been considered. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. In reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'the safety and effectiveness of the device when placed across a tight bend has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure' and 'do not kink the delivery catheter or use excessive force during delivery to the target lesion.' Furthermore, the IFU states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.'

Event description:
It was reported that during a stent graft deployment procedure intended for the stenosis in the outflow vein of the fistula, the stent graft allegedly failed to deploy. Reportedly, the device was removed from the patient's body and another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure intended for the stenosis in the outflow vein of the fistula, the stent graft allegedly failed to deploy. Reportedly, the device was removed from the patient's body and another device was used to complete the procedure. There was no reported patient injury.